Event description:
The pt reported that: during implant surgery on his right hip, his leg was broken above where the implant was placed. The surgeon put a cable cage around the fracture until it healed. He had physical therapy which helped some. Had usual pain but not exceptional.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Add'l info has been requested and if received, will be provided in a supplemental report.